Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted, all tines were intact and undamaged.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead exhibited low pacing impedance. The ra lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.